Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find one other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. See attached FDA medwatch report no. (B)(4). Patient and device codes are unable to be selected at this time. Esubmitter support has been notified.

Event description:
This report is being submitted in response to user facility medwatch report # (B)(4) was received from the (B)(4) on august 24, 2017. The event description states the following: "the tr band malfunction post-transradial coronary angiography, incompetent valve vs. Rupture of the compression balloon. Review of electronic medical record. (Emr) finds no harm to patient. The tr band was removed post procedure with no evidence of hematoma. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working) device usage problem: device malfunction - that is the device did not do what it was supposed to do."

Manufacturer narrative:
. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.